Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a product problem. It was additionally reported the plaintiff died, no cause of death was reported. Related to manufacturer report # 2183959-2014-28938, 28928.